Event description:
It was reported that the light does not work and an e-1 error is being displayed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.